Manufacturer narrative:
Block h3: the pioneer plus catheter was returned intact to a non-philips guidewire. Visual inspection found no damage on the catheter or the guidewire. The guidewire was stuck at the catheter luer section and could not be removed; therefore, no functional testing was done in this area. However, a guide wire movement test was performed by inserting a laboratory guidewire through the catheter distal tip and exited out the rx port with no resistance encountered. Block h6: the probable cause of the reported failure (removal as a system) is likely due to use handling. Strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a pioneer plus catheter was used in a therapeutic peripheral procedure in a severely calcified popliteal. During use, the non-philips guidewire got stuck on the catheter; therefore, was removed as a system. A new pioneer catheter was used to complete the procedure with no patient injury reported. This product problem is being submitted because the pioneer plus catheter and guidewire were removed as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block a6: not available from the facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. The pioneer plus catheter was not returned by the facility, thus no product investigation performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.